Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after several hours in the procedure, as he was about to insert in to a port. The consultant noticed the shaft of the device had broken away from the handle and a small piece broke off but nothing fell into the cavity. Another device was used to complete the procedure. There was no patient injury.